Manufacturer narrative:
Our investigation was inconclusive due to case logs from the procedure not being provided. The description provided states that there were no obvious warnings for excessive deflection on the end effector and only one instance of surveillance marker movement. The user verified navigational integrity and reset the surveillance marker in response to this warning. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.